Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were 02 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of mar 2021 through jun 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul -2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 07/09/2021. An investigation was conducted on 07/14/2021. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the delivery device. The seal was observed to be in a open state. Blood was observed on the outer ring of the seal. No visual defects were observed on the seal. The white plunger was not visible in the photograph. A visual inspection was conducted. The delivery device with the seal and tension spring assembly inside the delivery device. Blood was observed on the loading device. Signs of clinical use and slight evidence of blood was observed on the delivery device as well as on the seal, indicating an attempt was made to introduce the device into the aorta. The white plunger was fully depressed and the blue slide lock was disengaged. The seal was observed to be intact no visual defects were observed. The seal was observed to in a fully open state, with no cracks or delamination observed on the seal. No measurements were taken of the delivery device due to the presence of blood. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" is not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After aortic cutter, loads the delivery device normally and inserts the seal into the aorta hole, but the seal does not unfold in the shape of an umbrella and the hole dropout occurred. The procedure was carried out in the same way as described in the IFU, but the medical staff decided that the operation could not be performed with the product currently used due to the phenomenon that occurred, and the operation was performed using a new product. Unlike before, the product was applied well to the patient without any problems, and the operation was completed without any abnormality in the patient's condition after surgery.